Event description:
The user facility reported a 56-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician had problems getting the impella cp length to accommodate the very tall patient. The sterile sleeve was adjusted and the locking mechanism was damaged. The physician was able to get the device into position. There was no patient harm.

Manufacturer narrative:
The investigation into the product damage has been completed. The user facility did not return the product for evaluation. The clinical review determined the cause of the positioning issue, specifically the tuohy borst not tightening was not determined since product was not returned for investigation. The failure modes will be monitored and trended.